Event description:
It was reported that during the implant procedure, the pulse generator exhibited diagnostics anomaly. The device was remeasured and successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.